Event description:
It was reported the patient underwent a lead revision due to stimulation in the wrong location (date unknown). The patient underwent a second lead revision. The patient was still experiencing stimulation in the wrong location and a third revision was planned. The patient's stimulation had been felt in the legs and stomach area for about two years. Several device reprogramming attempts were made but had not helped. Reference MFR report #3004209178-2009-02684 for other lead revision.